Event description:
The hospital reported that vasoview hemopro 2 was cutting in and out during radial harvest. No patient harm. No added incisions or time. Opened a new kit to finish case. Power setting at 3. All connections and cords tested but the device was cutting in and out. Unsure if this was just timing out or cutting out.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. For lot #'s 3000530440, 3000527997 and 3000527444 there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.